Event description:
It was reported by the user facility that during the beginning of treatment, a blood leak occurred. Treatment was completed using another dialyzer and there was no injury to the pt. The pt's blood loss was less than 10 ml. No medical intervention was required. Sample is available for return.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec. If the sample is returned, a supplemental report will be submitted.